Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced bent tube drive, front cover bottom front corners cracked, rear case bottom front corners cracked, barrel clamp cracked handle, flange gripper wiper seal cracked, internal frame cracked, fuse (f1) failed pm. Calibrated. A review of the device history record for sn (B)(4) was performed from date of manufacture 04/10/2018 to the present date 10/21/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device had an arm sticking. No patient involvement was reported.